Manufacturer narrative:
As reported, the echo ps¿ component of the ventralight st echo ps¿ was not removed from the patient's body following mesh implant and was identified during a subsequent surgical procedure conducted approximately 1.5 years later. The echo ps¿ was removed at that time with no patient injury. Based on the information provided the reported event is determined to be use related with no malfunction of the device. The instructions-for-use, supplied with the device states, ventralight¿ st mesh is the only permanent implant component of the device. The inflation adapter and syringe are to be kept external to the patient and discarded after use. The echo ps¿ positioning system (including the balloon, all connectors, and inflation tube) must be removed from the patient and appropriately discarded. It is not part of the permanent implant. And "visualization must be maintained throughout the course of the entire procedure. Additionally, laparoscopic removal of the echo ps¿ positioning system must be performed under sufficient visualization of the entire device and surrounding anatomy to ensure proper removal.¿ a review of the manufacturing records was performed and found the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 205 units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, the patient underwent a laparoscopic ventral hernia repair on (B)(6) 2023, during which a ventralight st with echo ps was used for the repair. On (B)(6) -2025, during a subsequent robotic incisional hernia repair procedure, it was discovered that the previously implanted echo ps remained inside the patient's body. The echo ps was removed during the procedure and it was reported that the mesh was intact with no faults or defects. There was no patient injury.